Manufacturer narrative:
(B)(4). The reported sion black guide wire was returned for evaluation. There was a bend on the shaft approximately 62.5 cm from the proximal wire end. Around the bend, peeling of the ptfe coating was observed on the multiple spots located in multiple axes. At approximately 69.5 cm from the proximal wire end, a linearly peeled segment of the ptfe coating that run oblique in relation to longitudinal direction was found. Circumferential peeling of the ptfe coating was observed at approximately 74 - 80 cm from the proximal wire end. These findings indicated that it was very likely that the metal chuck of a torque device had contributed to scraping the ptfe coating. Lot history review revealed no anomaly related to the reported event including ptfe coating adhesiveness. No other similar product experience report was received from this lot. In the production process, namely after the ptfe coating over the shaft is done, coating adhesion test is conducted with each coating lot in order to check the adhesion strength meets the product's specifications. The ptfe coating adhesion strength of the subject lot was confirmed that it has met all testing criteria. Based on the obtained information and investigation outcome, it was presumed that the ptfe coating was damaged by strong friction generated with the metal chuck of a torque device that was probably incompletely tightened or incompletely loosened at the time it was moved over the guide wire. It was concluded that this event was not attributed to product quality. Although there were no adverse patient effects reported, a possibility could not be completely ruled out that some coating fragment(s) might remain in the patient. The malfunction and adverse effects section of the instructions for use (IFU) states abrasion of the guide wire coating.

Event description:
It was reported that a sion black guide wire was used in a pci to treat a moderately calcified 100% occlusion in the rca. After use, the ptfe coating on the shaft was found peeled. Final patient outcome of the procedure was fine.